Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Exact date of explant is unknown.

Event description:
It was reported that the patient's system was explanted on an unknown date for an unknown reason.